Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting adequate pain relief. No device malfunction was suspected. The patient underwent an ipg and lead explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded.